Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an issue related to a CPAP device's sound abatement foam. Upon further review, section b5 should have included allegations of throat gets dry; has no sense of smell; gets headaches; white particles around water chamber; nasal/throat irritation or soreness. In addition, the user alleged visualization of particles and underlying health conditions (section b.7 has been updated to include appropriate information) of history of copd, asthma, or other chronic lung disease. Section h6 has been updated to reflect the appropriate codes.